Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's age was 61 at the time of event. Hence, field a2 has been updated on this form. Also, the replacement information was provided as catalog number 3507255mc; serial number (B)(6) for the left side, and catalog number 3507255mc; serial number (B)(6) for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 15, 2021, the mentor failure analysis lab received the device for evaluation. On september 16, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant had a crease/fold on the anterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.7 cm. Leak testing was performed, according to the mentor procedure, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot-6922822). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 250cc mentor smooth round moderate profile and experienced left side breast implant deflation postoperatively diagnosed after physical exam. As a result, the device will be explanted on (B)(6) 2021.